Event description:
It was reported "staplers are not releasing the skin staplers. Does not discharge staple". This event happend prior to use on a patient. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided as there were no issues observed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "staplers are not releasing the skin staplers. Does not discharge staple". This event happened prior to use on a patient. No patient involvement reported.